Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that patient underwent a plantar plate repair on (B)(6) 2015. At that time an ar-8690ds, with #0 fiberwire was implanted. Approximately 5-6 months post-op, the patient reported he was having pain. A second surgery took place on (B)(6) 2015. It was discovered that the two holes had expanded to 4mm from 1.6mm. The previous repair was intact but the sutures were loose due to the enlarged holes. The surgeon explanted the screws and the sutures and filled the holes with stimublast putty. Cultures were taken but no results available at this point. Follow-up investigation: surgeon informed rep that cultures showed an inflammatory tissue response.